Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 an unspecified number of patients samples gave high mic results for carbapenems. No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix nmic/ID-307 an unspecified number of patients samples gave high mic results for carbapenems. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results for carbapenems when using phoenix panel nmic/ID-307 (catalog number 449289) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.